Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain which resulted in the patient having difficulty walking. Eight days after onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported) and oral cipro (dose, frequency, and duration not reported) for the peritonitis event. After three days, the patient was discharged from the hospital. Antibiotic treatment with vancomycin was said to have be discontinued and the patient recovered from the peritonitis event. Dianeal therapy was ongoing. Additional information is not available at this time.